Event description:
A customer reported a past low blood glucose (bg) event with a lowest bg level of 50 mg/dl. The cause of the low bg is unknown. The customer consumed carbohydrates as a treatment for the low bg level. Technical support recommended consulting a healthcare professional to discuss possible factors affecting the customer's bg levels.